Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, the patient's regurgitation is likely related to the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Additional information has been requested from the healthcare provider. If any new information is received, a supplemental report will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 7300tfx 33mm valve, implanted for approximately six (6) years, is being evaluated for a valve-in-valve procedure due to mitral stenosis. No other details at this time.